Event description:
The patient was taking an unspecified medication via a humapen ergo burgundy/clear pen body for an unknown indication.it was unknown if the person operating the device was the patient or if the operator of the device was trained. The patient reported that the device was not working and the plunger was jammed.